Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and pump error alarm. The blood glucose level was 68 mg/dl. The customer reported that they had received an another pump error before the critical pump error image was displayed on the screen. The troubleshooting was performed for critical pump error. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.